Event description:
It was reported that an asymptomatic patient presented in the emergency room with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate atp and hv therapy. Programming changes were made. The patient condition if fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.